Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer (bb supervisor) reporting a false negative reaction with a patients' antibody screen to the 0.8% selectogen lot# vs155. Customer reports that the patient was tested on (B)(6) 2018 and tested on the vision against the 0.8% selectogen lot# vs155 in the mts anti-igg gel cards and a negative result was obtained. Customer reports the same patient was initially tested last week against a different lot of 0.8% selectogen and a 1+ reaction was observed to cell#2, cell#1 confirmed to be negative. The patient's antibody work up was concluded to be inconclusive with all clinically significant allo antibodies ruled out. The customer tested the sample collected on (B)(6) with their unopened recently received standing order lot of the 0.8% selectogen (a third lot) and reports a 1+ reaction to cell #2. The customer reports again the patient's antibody work up from the sample collected on (B)(6) was inconclusive. Microtubes/wells or cell (donor #) affected: cell #2 vs155. Transfusion history: no history at site prior to last weeks testing with the original lot 0.8% selectogen. Sample type: edta. Tsc confirmed that no other discrepancies have been noted to qc or any other patient testing. All gel cards and screening cells listed in the complaint have all been confirmed to have normal appearance and have been stored according to their package insert indications. Customer will not be sending the sample out for further antibody identification and is satisfied with the inconclusive antibody ID result and will perform full iat crossmatches to the patient if blood is required. Tsc discussed how each lot# of their 0.8% selectogen are different donors with different antigens that may not react consistently between lots to an inconclusive antibody. Customer indicates their understanding of the discussion. Customer reported the event for documentation purposes. No incorrect or erroneous results reported as a result of this event.